Event description:
Customer reported low blood glucose. The customer stated her blood glucose had dropped from 126 mg/dl to 72 mg/dl to 39 mg/dl to 27 mg/dl. The customer stated she had not bolused in 15 hours. The customer treated her low blood glucose with food. Troubleshooting did not find any issues with the customer's insulin pump. The insulin pump also passed the displacement test. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm was noted. The insulin pump had a cracked reservoir tube lip.